Event description:
Boston scientific received information that the remote home monitoring system for this device indicated that a potential product performance issue had been identified. A request for additional information has been made. There were no adverse patient effects reported. The device remains in service.

Manufacturer narrative:
(B)(4). As of today, no additional information has been provided. Should additional information become available, this report will be updated.